Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 323 and 262 mg/dl non-fasting and 199 mg/dl fasting. The customer's expected fasting blood glucose test result range is 150 - 160 mg/dl and expected non-fasting blood glucose test result range is 161 - 200 mg/dl. Customer initially called stating he was receiving the e-3, e-6, e-2 and e-4 error messages. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 02/14/2019, a back to back blood test was performed by the customer non-fasting and produced test results of 323 mg/dl and e-6 using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is 02/14/2019. The meter memory was reviewed for previous test result history: result 1 :323mg/dl, date: (B)(6) 2019, time:11:18am, not fasting; result 2 :262mg/dl, date: (B)(6) 2019, time:08:13am, not fasting; result 3 :169mg/dl, date: (B)(6) 2019, time:07:23am, fasting; result 4 :169mg/dl, date: (B)(6) 2019,time:08:24am, fasting; result 5 :199mg/dl, date: (B)(6) 2019, time:07:07am, fasting.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 323 and 262 mg/dl non-fasting and 199 mg/dl fasting. The customer's expected fasting blood glucose test result range is 150 - 160 mg/dl and expected non-fasting blood glucose test result range is 161 - 200 mg/dl. Customer initially called stating he was receiving the e-3, e-6, e-2 and e-4 error messages. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 323 mg/dl and e-6 using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).